Event description:
Possible delayed onset allergic reaction to synvisc (left knee) [delayed type hypersensitivity] ([angioedema], [copd exacerbation], [itching]). Case narrative: initial information received on 14-dec-2020 regarding an unsolicited valid serious case received from nurse via health authorities of united states under reference mw5097912. The case was linked to (B)(4) (multiple devices for same patient: right knee). This case involves an unknown age female patient who was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced possible delayed onset allergic reaction to synvisc (left knee). The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had copd (chronic obstructive pulmonary disease), undocumented intolerance to egg products and had previously received hylan g-f 20, sodium hyaluronate (synvisc) without difficulty. Concomitant medication included chronic oral steroids. On an unknown date in 2013, the patient started using intra-articular injection of hylan g-f 20, sodium hyaluronate at the dose of 6 ml once in left knee (lot - unknown) for unknown indication. There will be no information available on the batch number for this case. On (B)(6) 2013, after unknown latency, patient had possible delayed allergic reaction to hylan g-f 20, sodium hyaluronate (type IV hypersensitivity reaction) and patient had itching (pruritus), angioedema which she reported to her pcp (primary care physician). Patient was hospitalized locally and was diagnosed with a copd exacerbation (chronic obstructive pulmonary disease) (onset: (B)(6) 2013). Patient was now on 3l of o2 (oxygen) by nc (nasal cannula) at all times. Event of type IV hypersensitivity reaction and its symptoms assessed as serious due to hospitalization and medically significant. Action taken: not applicable. Corrective treatment: o2. Outcome: unknown. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 04-jan-2021. Follow up was received on 14-dec-2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 04-jan-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.